Manufacturer narrative:
This report is for unknown 2.4mm cortex screws. Part#, lot# and UDI # is not available. Device is not expected to be returned for manufacturer review/investigation. This report is for unknown 2.4mm cortex screws. PMA/510(k) number is not available. (B)(4). Product was not returned. Device history records review could not be completed without lot number. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, infected hardware was removed from the patient. During the surgery, a five hole right distal fibula plate, a 2.4 locking compression plate (lcp) and 3.5 cortex screws removed along with 2.4 cortex screws and 2.7 locking screws. All hardware was removed successfully and the patient was placed in a splint. No fragments generated. There was no surgical delay. Procedure successfully completed. Patient outcome is unknown. This report is for unknown 2.4mm cortex screws. This is report 4 of 5 for (B)(4).